Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified right coronary artery. A 3.00mm x 12mm nc emerge balloon catheter was advanced for post-dilatation. However, during first inflation at 10 atmospheres, the balloon ruptured. The procedure was completed with a non bsc balloon catheter. No patient complications were reported.